Event description:
It was reported that the patient presented for a follow-up clinic visit due to a swollen and infected pocket. Vegetations were observed on the right atrial (ra) lead and right ventricular (rv) lead. The pacemaker and both leads were explanted. The patient was in stable condition.